Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that image was distorted due to poor contact corrosion by corroded video connector and the battery was depleted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that ¿malfunction (screen is intermittent)¿ occurred due to faulty contact terminal of the connector part of the subject device. A definitive root cause was not established however. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the visera pro video system center screen cut out. It was noted that it was likely due to a defective contact terminal at the connection part of the main unit. The issue occurred during the pre-use inspection. There were no reports of patient harm associated with the event.